Manufacturer narrative:
Section a2 a3, a4 and a5: unknown/ not provided. Section d6a: if implanted, give date: not applicable, as the device is not an implantable. Section d6b: if explanted, give date: not applicable, as the device is not an implantable. Device evaluation: field service engineer (fse) provided remote support to resolve the reported issue. A review of records including device history record and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
It was reported that customer received error 08-035 (ambient temperature variation error) which occurred after the capsulotomy and at the start of fragmentation. The chair became inactive and doctor had to manually lower the headrest to remove the patient. The treatment with the catalys laser was not completed and doctor chose to move patient directly to the operating room (or). No patient injury and/or complications were reported. No additional information was provided.